Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. B3: date of event is an unknown date. D4: the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient initiated complaint due to pain on the right hip getting progressively worse. Patient was informed of elevated metal ions and told that revision surgery would be needed soon, surgeon advised him to get in touch with depuy. Patient had been previously told about the recall but was not having any issues at that time, therefore he did not undergo a revision. The patient is now requesting compensation and was provided with information that the reimbursement program for asr ended in the u.s. As of august 2020. Patient was provided with the legal department contact information, as he was told by surgeon that he would be able to have the revision paid for. Asr email and medir website information was also shared with patient. Legal team was notified via email.